Event description:
The patient reportedly underwent flap revision surgery. The flap became necrotic due to poor healing. The decision was made to explant the device. In september 2005, the company was notified that the patient's device was explanted.